Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
Customer reported a blood glucose (bg) level of "high;" cause was not known. Customer administered a correction injection and changed the cartridge and infusion set. Customer was found to be using cold insulin. Customer's blood glucose level was resolved and a recommendation was made to consult with healthcare provider regarding diabetes management.